Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The root cause of this event is unk. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a tear in the tubing portion of the pack. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.